Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six minutes after starting treatment with polyflux 170h dialyzer, the patient experienced chest tightness, shortness of breath, and "a cyanotic complexion". The blood was immediately returned. The patient received oxygen inhalation and the symptoms were relieved. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.